Event description:
A malfunction was reported on the pump, possibly after it got wet. There was no reported impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.